Manufacturer narrative:
The insulin pump was received with no button response due to keypad connector unlocked. Missing segments due to cracked lcd zebra connector. The pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported that there is a crack in the pump. The insulin pump will be returned for analysis.